Manufacturer narrative:
Device eval: the early battery depletion was confirmed. However, the device was functioning properly and had a normal drain current. The cell was returned to the vendor for analysis and there were no problems found. The cause of the early battery depletion was not determined.

Event description:
During a routine follow-up, real-time measurements showed the battery voltage to be 2.6 volts. Charge time indicated 20 seconds for a capacitor maintenance and pacing lead impedance had increased from 580 ohms at implant to 1100 ohms.